Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) stopped working. Upon revision, a fluid loss was identified in the device, and the cylinder sheath came undone; therefore, the existing ipp was removed and replaced. No patient complications were reported.